Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels as high as over 500 mg/dl with high ketones. The bg level was addressed with insulin via the pump and manual injections. Reportedly, the cause of the bg level was unknown. However, the customer suspected that the insulin was expired.